Manufacturer narrative:
Product complaint # (B)(4). H3 device evaluation summary: an opened box with twenty-one unopened samples of product code pdp1923, lot paz179 were received for evaluation. During the visual inspection of the thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance breakage needle were found. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-85649 and mw 2210968-2019-85650. Analysis results have been included in initial reports for each.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device paz179 number, and no non-conformance's were identified. Additional information was requested and the following was obtained: were the needles fully retrieved? Unk. Any adverse patient consequences? If yes, what medical/surgical intervention was provided. No patient consequences. Are devices available for evaluation and being returned? Yes, the unused devices. Are actual broken devices being returned? No. Are unused devices being returned? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? Were the devices pieces removed during the same procedure? Additional device reported via mw 2210968-2019-85649.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date in 2019 and suture was used. The needle was broken during the procedure. Another device was used to complete the procedure. No adverse patient consequences reported.